Event description:
Caller reported a malfunction on the pump, specifically identified as malf 0, with a fault ID of 9-0x20f1. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Caller was advised to continue using the pump and to call back if the issue arises again, which they acknowledged and understood.